Event description:
On (B)(6) 2013, it was reported that on an unk date, the caller reported that her son did an injection and the needle remained in the injection site. The pt went to the emergency room. There was an x-ray performed and the doctor tried to remove the needle but could not. The pt was told to soak the area with warm soapy water three times a day and keep and eye on the site for infection.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.